Event description:
The user's hearing performance with the device is affected. No accident or trauma has been reported but per parents the user is wobbly on her feet. Recipient was reimplanted on (B)(6) 2021. This report refers to 9710014-2020-00656. For further information please refer to this report.